Manufacturer narrative:
Upon receipt at boston scientific's post market quality assurance laboratory, this lead was thoroughly analyzed. The complete lead had been returned. Blood or body fluid was found inside the lumen. There was one setscrew mark noted on the terminal pin, but no discernable setscrew marks were noted on the ring. There was a slight separation noted between the tip anode ring and the drug collar. This lead passed all tests except the stylet insertion test, likely due to the body fluid infiltration. The allegation that the lead dislodged couldn't be confirmed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular lead dislodged and was pulled back into the coronary sinus. The patient was not dependant on left ventricular therapy. This lead was explanted and replaced so that left ventricular therapy could be re-established.

Event description:
--